Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d (part number 10140-100, serial number (B)(4)) was used in an esophagogastroduodenoscopy (egd) to treat an arterio venous malformation (avm). The settings were apc pulsed, effect 1 at 20 watts. A perforation was detected; therefore, the pt went to surgery to suture the site closed.

Manufacturer narrative:
The apc/esu system was sent to erbe for an evaluation. Further info on the results of the equipment evaluation will be provided in a follow-up report.